Manufacturer narrative:
Mml# (B)(4).

Event description:
It was reported that the patient was unable to run sessions. The clinical specialist troubleshot the issue with the patient and confirmed that the left lead showed an out-of-range/high-impedance failure on all electrodes. There was no report of patient harm or injury. The patient was reprogrammed to unilateral stimulation until a revision could be scheduled. The patient underwent revision surgery during which a full system revision was made. The right lead and the implantable pulse generator (ipg) were functional and replaced only as a precautionary measure. The left lead fractured during removal, leaving fragments inside the patient. Two new leads and an ipg were implanted without complications.

Manufacturer narrative:
(B)(4). The ipg and leads were not returned for analysis. Therefore, the root cause of the alleged product deficiency could not confirm. The device history record was reviewed. No relevant nonconformances were identified. The post-initial implant imaging was reviewed. The left fascial entry point was too lateral and possible cause of the out-of-range. H6 updated.

Event description:
It was reported that the patient was unable to run sessions. The clinical specialist troubleshot the issue with the patient and confirmed that the left lead showed an out-of-range/high-impedance failure on all electrodes. There was no report of patient harm or injury. The patient was reprogrammed to unilateral stimulation until a revision could be scheduled. The patient underwent revision surgery during which a full system revision was made. The right lead and the implantable pulse generator (ipg) were functional and replaced only as a precautionary measure. The left lead fractured during removal, leaving fragments inside the patient. Two new leads and an ipg were implanted without complications.